Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital emergency room. The customer was hospitalized on (B)(6) 2017 due to a motor cycle accident. The cause of death was a motor cycle accident. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was in the hospital a week prior to passing due to diabetic ketoacidosis. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.